Event description:
It was reported that when using the spine guidance software, there were inaccuracies. This resulted in a surgical delay of 45 minutes and the patient was subjected to longer anesthesia.

Event description:
It was reported that when using the spine guidance software, there were inaccuracies. This resulted in a surgical delay of 45 minutes and the patient was subjected to longer anesthesia.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion h3 other text : the reported product is software which does not have a final inspection.